Manufacturer narrative:
Findings: blank display due to corroded battery tube. Unable to confirm missing segments/partial display or perform the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. Pump had broken battery cap inside the battery tube, cracked battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the battery cap broke on the insulin pump and now the insulin pump has a black line in the middle of the screen. Troubleshooting was performed and the insulin pump is returning. The customer's blood glucose is unknown.